Event description:
Situation: two co2 detectors did not change color after tracheal intubation. Background: delivery of a 26-week infant who required intubation. Practice is to place a co2 detector at the end of the ett to confirm intubation along with clinical signs of chest rise/increasing hr and then x-ray confirmation for correct depth placement. Assessment: co2 detector placed on end of ett, and no color change was noted from purple to yellow. Another co2 detector was opened and placed at end of the ett and again no color change was noted. Multiple adjustments to the depth of the ett were being performed to see if that would correct the issue. This could have resulted in the infant being electively extubated despite clinical signs of intubation. Both co2 detector packages saved and placed in educator's office. Recommendation/request: monitor any issues regarding co2 detectors being defective and continue to use clinical signs of intubation and x-ray confirmation.